Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). It was noted the laa and left atrium were both small. The interatrial septum was difficult to visualize using intracardiac echocardiogram (ice) and transesophageal echocardiography (tee) was utilized for the transeptal puncture (tsp). The tsp was performed at an inferior and mid position. Difficulty was experienced positioning the pigtail catheter in the laa and the pigtail catheter was exchanged for a lasso catheter. Difficulty was experienced positioning the lasso catheter in the laa and angiography was used to guide the was to the laa. Extravasation was observed during a contrast injection. The lasso catheter was removed and a tee identified a pericardial effusion. A pericardiocentesis was performed and 55cc of blood was removed. 30cc of blood was transfused and the laa closure procedure was aborted. The patient was transferred to the intensive care unit for recovery.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman fxd curve access system (was). It was noted the laa and left atrium were both small. The interatrial septum was difficult to visualize using intracardiac echocardiogram (ice) and transesophageal echocardiography (tee) was utilized for the transeptal puncture (tsp). The tsp was performed at an inferior and mid position. Difficulty was experienced positioning the pigtail catheter in the laa and the pigtail catheter was exchanged for a lasso catheter. Difficulty was experienced positioning the lasso catheter in the laa and angiography was used to guide the was to the laa. Extravasation was observed during a contrast injection. The lasso catheter was removed and a tee identified a pericardial effusion. A pericardiocentesis was performed and 55cc of blood was removed. 30cc of blood was transfused and the laa closure procedure was aborted. The patient was transferred to the intensive care unit for recovery.